Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered three inappropriate shocks due to oversensing of mechanical artifacts. The episodes were recorded while the patient was sleeping. Follow-up was performed the same day and the system impedance was observed within normal range. Provocative maneuvers were performed and the artifacts were unable to be reproduced. X-ray was performed and the system position appears adequate with no system integrity compromise visible. The physician decided to hospitalize the patient and perform a system revision in the next few weeks. The patient will be monitored via latitude in the meantime. Additional information was provided. The s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered three inappropriate shocks due to oversensing of mechanical artifacts. The episodes were recorded while the patient was sleeping. Follow-up was performed the same day and the system impedance was observed within normal range. Provocative maneuvers were performed and the artifacts were unable to be reproduced. X-ray was performed and the system position appears adequate with no system integrity compromise visible. The physician decided to hospitalize the patient and perform a system revision in the next few weeks. The patient will be monitored via latitude in the meantime. The s-ICD system remains in service. No additional adverse patient effects were reported.